Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a hose was missing. The hose was replaced. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, it was noted the auxiliary oxygen was not working as expected. There was no report of patient involvement.